Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, it was reported that the user often sees air bubbles. The user reported a blood glucose (bg) level as high as in the 300's (mg/dl). The user addressed bg level with a bolus. Reportedly, the cartridge had been in use for 3 days with humalog insulin.